Event description:
The pt implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital for 5 days due to suspected thrombus in the device. The pt was reportedly asymptomatic expect for elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. An echocardiogram (echo) performed by the hospital was normal. The pt was treated with heparin gtt and given a plavix load and an anticoagulation range of 2.5 - 3.0 was reached.

Manufacturer narrative:
The pt was discharged home and remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.